Event description:
Customer reported that during daily check, the device would not power up. No reported pt involvement. Service rep could not duplicate reported condition. Proper operation of the device was confirmed by service rep.